Manufacturer narrative:
To date, these device have not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported by an agency partner, that some of the surgeons have allegedly experienced driver tip breakages over the past few months. There are a total of 32 instances, 5 of which have previously been reported.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. H6 (b, c, d updated). Related report numbers (including this report): 3025141-2025-00483, 3025141-2025-00771, 3025141-2025-00772, 3025141-2025-00773, 3025141-2025-00774, 3025141-2025-00775, 3025141-2025-00776, 3025141-2025-00777, 3025141-2025-00778, 3025141-2025-00779, 3025141-2025-00780, 3025141-2025-00781 3025141-2025-00782, 3025141-2025-00783, 3025141-2025-00784, 3025141-2025-00785, 3025141-2025-00786, 3025141-2025-00787, 3025141-2025-00788, 3025141-2025-00789, 3025141-2025-00790, 3025141-2025-00791, 3025141-2025-00792, 3025141-2025-00793 3025141-2025-00794, 3025141-2025-00795, 3025141-2025-00796.